Manufacturer narrative:
Corrected narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, recurrence, dyspareunia, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures it was also reported that the patient experienced significant dyspareunia and underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4) -urinary/bowel problems; undefined recurrence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/4/2020. (B)(4). Additional narrative: it was reported that the patient experienced urinary tract infection, urge incontinence, overactive bladder and urinary leakage.